Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 404 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident and the current blood glucose level was 337 mg/dl. The customer blood glucose level was 308 mg/dl. The customer had symptoms such as dry mouth and forgetfulness. The customer was treated with the syringes and boluses from the pump. The customer was advised of areas for placement of the infusion sets. The insulin pump will not be returned for analysis.